Manufacturer narrative:
(B)(4). Additional information requested and received: was buttressing material utilized? If so, which product? No buttressing. Was the device used for creation of the j-j and to close the common channel or was there another means of closure of common channel? Our plee60a for jj. Did the surgeon wait 15 seconds prior to firing? Surgeon does wait the full 15 seconds. Was the device pulse fired? What is the current patient status? Patient is fine.

Event description:
It was reported that following a roux-en-y procedure the patient required reoperation for postoperative bleeding. During the initial procedure, the device was used with a vascular reload on the j-j anastomosis without apparent issue. The next day the patient was brought back for reoperation to treat a postop bleed from the j-j. The bleeding was from the center of the staple line, about one and a half centimeters from the mesenteric edge. There was no apparent issue with staple formation. The surgeon threw two stitches to control the bleeding. The volume of blood loss is unknown. There was no reported transfusion needed. The patient is recovering now and is anticipated to require one to two more days of inpatient recovery.